Manufacturer narrative:
(B)(4). Two (2) mis ti cfx fen poly 6x40 screws were returned to the complaint handling unit (chu) for evaluation. Visual examination of the fractured screw at the macroscopic level revealed that the screw 1 broke at the screw shank approximately 10mm from the poly-axial ball and screw 2 broke at the screw shank approximately 30mm from the poly-axial ball. The second half of the screw shank 2 was not provided for analysis. The optical image of the fractured surface of segment 1 of screw 1, revealed areas of fatigue transitioning to areas of plastic deformation. The fractured surface exhibits minor scratches and shiny areas indicative of two surfaces rubbing against one another post-fracture. Also, the segment 2 of screw 1 show apparent damage to the fractured surface consistent with tool marks used to remove the screw post-failure. The optical image of the surface on fracture screw 2 revealed evidence of bone cement within the screw cannulation. The fractured surface exhibited areas of fatigue striations transitioning to areas of plastic deformation. The fractured surface exhibits minor scratches and shiny area indicative of two surfaces rubbing against one another post-failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause cannot be determined for the mis ti cfx fen poly 6x40 breakage. However, fracture analysis report revealed areas of fatigue transitioning to areas of plastic deformation. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4) a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
By the patient was reference to an x-ray after surgery a screw break. Therefore the screws were renewed. There was no fusion of the segments, because of the age ((B)(6)) of the patient.

Manufacturer narrative:
Device was not returned to the complaints handling unit (chu) for evaluation. Should more information and/or the device sample become available at a later date, this complaint file will be reopened and device will then receive a full evaluation. The most likely cause of the screw breakage may be due to the patients improper bone anatomy or lack of fusion of segments, resulting excessive stresses on bone and implant further overloading of the implant. Based on the information provided, a definitive cause for the experience observed cannot be determined with certainty. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation.